Manufacturer narrative:
(B)(4).

Event description:
It was reported that the app shutting down occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be the app unexpectedly shutting off, of which the probable cause could not be determined. No injury or medical intervention was reported.